Manufacturer narrative:
Pt weight not available at this time. Medtronic rep reported radiology needed further training on fiducial placement as they were somewhat symmetrical which makes it hard to register a pt. Case proceeded as planned as surgeon was able to proceed with a successful tracer registration and complete surgery. No impact on pt outcome.

Event description:
A medtronic representative reported having difficulty registering with touch n go and explained they had difficulty with fiducial placement. The surgeon had to use three center fiducials and then use both mastoids on either side of the pt to register. The medtronic rep reported that when the probe was brought into view, the 3d image was flipped. Ater troubleshooting with medtronic, the surgeon proceeded with a successful tracer registration. The surgery proceeded as planned and was completed with the use of the stealthstation. There was no impact on the pt outcome.